Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, the failures identified during service and repair, have been confirmed. It was noted that signs of third party repair have been identified. Therefore, the assignable root cause was determined to be traced to user. UDI: (B)(4).

Event description:
It was reported by switzerland that during in-house engineering evaluation, it was determined that the trigger on the battery powered handpiece device was sticking. It was determined that the device failed visual inspection due to a damaged seal. It was observed that the trigger knob was ninety degrees turned out of its position, the housing of the electric control unit showed scratches, the contacts of the motor were not soldered properly, and the shrink tube which should cover the contacts was damaged. It was further determined that the device failed pretest for general condition, check the attachment coupling, check cannulation, check for sticky trigger, check function of device and check power with power test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.